Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 98-126mg/dl fasting. Verified the strips expire 01/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed. Reviewed meter memory: (B)(6). Customer is not on any medications for his diabetes. Customer was not able to read the time and date on the meter memory. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 98-126mg/dl fasting. Verified the strips expire 03/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed. Reviewed meter memory: lo, 158mg/dl, 98mg/dl, 49mg/dl, 113mg/dl. Customer is not on any medications for this diabetes. Customer was not able to read the time and date on the meter memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).